Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) ilpc341u, (certain low profile one-piece abutment 3.4mm(d) x 1mm(h))for evaluation. Visual evaluation was performed, a fracture has been identified at the threads. Device history record (DHR) review was completed for the subject lot number 2022080801. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022080801 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : screw. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was clinician incorrectly engages abutment screw into implant. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the threads. The reported event is confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Doctor reported that the abutment screw fractured and was removed, tooth#37. Abutment placed on (B)(6) 2023.